Event description:
It was reported that t-wave oversensing was noted on the rv lead. Sensing was fluctuating. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the anomaly reported in the field. The insulations were abraded and the metal wires of the rv cables were exposed in the same area. The damage was caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the rv cables comes into contact with the ICD can.